Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 301 mg/dl for a couple of hours after a meal while using the ilet bionic pancreas; the user had recently changed infusion supplies without observed leaks and was taking oral prednisone for several days. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no medical intervention, no hospitalization, no emergency treatment, no backup therapy use, and no ketone testing. Investigation included troubleshooting and education provided by customer support. Investigation of this case revealed no device alarms and no device-related malfunction identified, with contributing factors unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with potential contribution from concurrent steroid use and recent meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.